Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The insulin pump alarmed no delivery over the past few days. Customer has missed two days of school. The hospital event occurred in june. Customer was hospitalized for 1 1/2 days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.